Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1772 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that during the use of the device for the third time after catheterization, it was found that the indentation at the thumb clip of the catheter could not be rebounded, resulting in narrow tubing which affects normal blood flow, then the venous pressure increased resulting in the device alarming. There was no reported patient injury.